Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation so therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via an FDA medwatch letter that during an mpj (metatarsophalangeal joint) right foot procedure, a portion of the scorpion needle broke-off in the wound. The surgeon was unable to retrieve it. An x-ray was taken and the needle portion was identified. Surgeon stated he could not retrieve it and that he would bring the patient back at a later date if the object "bothered the patient". The remaining portion of the instrument was disposed of in the sharps bin.